Manufacturer narrative:
During inspection and testing, service confirmed there was an air leak coming from the bending section cover. The instrument channel port was deformed. The distal end cover failed the insulation test, due to scratches on the distal end cap cover. The light guide lens and the charge coupled device cover lens were scratched. The bending tube was deformed, and the metal braid was damaged. The connecting tube was scratched and wrinkled, and the protective covering was damaged. The control unit, grip, and switch box had scratches, and the opening of the control unit was corroded. The universal cord and scope connector were scratched, and the connector plug housing was damaged. The forceps elevator bending section had movement. The distal end of the biopsy/forceps channel had movement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was air/water leakage from the distal end of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the coating on the insertion section was observed to be peeling off. This report is being submitted for the malfunction found by service during the evaluation of the device. Additional details have been requested regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the coating on the insertion section peeled off due to physical stress. In addition, physical stress likely caused the ks-mouthpiece to become deformed and the watertight section around the mouthpiece to break. Although the root cause could not be determined, water likely invaded the device due to this issue causing the corrosion. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿important information ¿ please read before use -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.